Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material # 309575 lot # 4123690. It was reported that the bd luer-lok had leakage. The following information was provided by the initial reporter: rcc received a complaint via email. Syringe was found to be leaking when customer site received the syringe with a dose inside. Liquid was found in the container that was holding the syringe dose. The technician had lifted the syringe and saw the liquid slowly leaking from the needle hub. The technician inspected the syringe and tried to tighten the hub; but it was already tight. Cat# of product being complained: (B)(4). Description of product: syringe 3cc 21gx1in ll st 100/bx 8bx/ca lot or s/n: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.